Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center regarding a reload the set 163 alarm on the homechoice (hc) device. The technical service representative (tsr) then had the homepatient (hp) reload the set and press go. The hc was priming and the hp stated there was a lot of air bubbles in the patient line and wanted to start over with new supplies. The hp ended therapy. There was no report of patient injury or medical intervention.